Event description:
Underwent uterine artery embolization twice. First procedure (B) (6) 2002, second procedure (B) (6) 2010. Recurrence of fibroids and heavy menstrual periods and anemia in 2008. MRI in (B) (6) 2010 revealed fibroid growth and new fibroids. Currently, experiencing pelvic pain and pain with urination and defecation. Menstruation has not resumed. Dates of use: permanent. Diagnosis or reason for use: fibroids. Event abated after use, stopped or dose reduced: no.